Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 583 mg/dl and diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as pump was not available for a system check with tandem technical support (cts). At the time of the report, the customer was still hospitalized, however customer indicated that the issue was resolved and no permanent damage was sustained.